Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with insulin pump. The customer¿s blood glucose was unknown. Customer states they change battery for 3 hours, nothing happened. Customer states that the insulin pump vibrates every 3 minutes, vibrate mode was set to on. Customer states they performed a self test and it passed, insulin pump vibrated during the vibrate test portion of the self test. Customer states that the insulin pump was working okay. Customer states they can navigate on menus, but insulin pump keeps on vibrating or beeping lights did light beeping, when button was pressed, it light up no bolus battery was full, no insert battery alarm had no alarm alert. The insulin pump will not be returned for analysis.